Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07397. It was reported that during the surgical intervention on (B)(6) 2019 to address the high impedance on the left l1 lead, (reference MFR report numbers 1627487-2019-05705, 1627487-2019-05704), the physician was unable to implant the lead due to scar tissue and hence lead could not be placed. Patient has been referred to the neurosurgeon for the lead implant procedure.